Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). Result of investigation: the carefusion service technician was able to duplicate "enve vent began alarming "patient safety pressure valve." Unit was powered on with a known good ac adapter, a known good test lung and a known good circuit connected. Unit powered on and boot up with no abnormalities. Unit passed 69.4 hours of extended bench testing. Unit passed initial alarm volume test and failed initial final test with non-conformance at pressure control at 75 cmh2o test due to alarming of "safety valve high pressure relief alarm." Unit was open up to visually inspect and found that blower inlet filter and flow sensor filter were dirty. Service technician then installed a known good blower inlet filter and a known good flow sensor filter onto unit and unit passed final test with no abnormalities. Bench testing reveals that customer's reported problem was due to a dirty blower inlet filter and a dirty flow sensor filter. The blower inlet and dirty flow senor were replaced and unit sent back to customer.

Event description:
The initial complaint customer stated that the palmtop ventilator (ptv) enve unit began alarming patient safety pressure valve. Customer reported additional information that the unit did not cycle and they took the patient off the unit and provided manual ventilation via bag valve mask.